Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician on (B)(6) 2013 noted that the patient was implanted with an ethicon sprac device in 2006 and it was found to have eroded a year later. The device was removed on the same day the obtryx was implanted; there were no complications associated with the procedure. The patient was seen for a follow up visit on (B)(6) 2007 and she was very pleased with the device and had no complaints. The patient has not been seen or heard from since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.